Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that post-operatively the patient presented with iol opacification leading to a decline in visual acuity necessitating lens explantation. The patient underwent implantation of the rayone spheric rao100c iol on (B)(6) 2022. On (B)(6) 2022, the patient underwent a vitrectomy and oil insertion as a treatment for retinal detachment. On (B)(6) 2023, the patient underwent a procedure to have the oil removed from the eye. The patient then underwent a second vitrectomy and oil insertion on (B)(6) 2023 for recurrent retinal detachment. On this date, a partial opacity of the iol was observed for the first time. Due to a decline in visual acuity, the rayone spheric rao100c iol was explanted on (B)(6)2023. Primary calcification is inherent. It is due to particular manufacturing processes or packaging interactions. An examination of the literature shows that some manufacturers have had known cases of primary calcification due to an interaction with silicone in the packaging - and more recently, due to phosphate remnants (originating from a detergent) found in the manufacturing process. Rayner has made no material processing or packaging changes that may have negatively affected our iols; we have never had a confirmed case of primary calcification relating to a rayner iol. Secondary calcification affects many manufacturers and is a phenomenon that is not fully understood; it is known that it stems from changes in the eye's environment due to patient comorbidity, secondary surgeries and potentially other, poorly understood interactions: off label use of intracameral alteplase (actilyse) (rtpa), multifactorial, high phosphate content ophthalmic viscoelastic devices, repeated exposure to intracameral air, raised intraocular pressure, excessive post-operative inflammation, complicated, traumatised eyes, as a result of direct contact between the iol surface and the exogenous gas or substance, a metabolic change in the anterior chamber due to the presence of exogenous gas/substance in the eye or an exacerbated inflammatory reaction after multiple surgical procedures, trauma or repeat surgery involved in re-bubbling potentially disrupting the blood aqueous barrier, increasing concentration of calcium ions. The patient's medical history and post-operative procedures to treat their retinal detachment are likely contributory/causative factors to the onset of post-operative iol opacification in this case.

Event description:
On 22nd november 2023, rayner received notification from its taiwan distributor of an event that occurred following implantation of a rayone spheric rao100c. The event description provided states that post-operatively the onset of iol opacification has been observed leading to a decline in visual acuity necessitating lens explantation.

Event description:
On 22nd november 2023, rayner received notification from its taiwan distributor of an event that occurred following implantation of a rayone spheric rao100c. The event description provided states that post-operatively the onset of iol opacification has been observed leading to a decline in visual acuity necessitating lens explantation.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that post-operatively the patient presented with iol opacification leading to a decline in visual acuity necessitating lens explantation. The patient underwent implantation of the rayone spheric rao100c iol on (B)(6) 2022. On (B)(6) 2022, the patient underwent a vitrectomy and oil insertion as a treatment for retinal detachment. On (B)(6) 2023, the patient underwent a procedure to have the oil removed from the eye. The patient then underwent a second vitrectomy and oil insertion on (B)(6) 2023 for recurrent retinal detachment. On this date, a partial opacity of the iol was observed for the first time. Due to a decline in visual acuity, the rayone spheric rao100c iol was explanted on (B)(6) 2023. Primary calcification is inherent. It is due to particular manufacturing processes or packaging interactions. An examination of the literature shows that some manufacturers have had known cases of primary calcification due to an interaction with silicone in the packaging - and more recently, due to phosphate remnants (originating from a detergent) found in the manufacturing process. Rayner has made no material processing or packaging changes that may have negatively affected our iols; we have never had a confirmed case of primary calcification relating to a rayner iol. Secondary calcification affects many manufacturers and is a phenomenon that is not fully understood; it is known that it stems from changes in the eye's environment due to patient comorbidity, secondary surgeries and potentially other, poorly understood interactions: off label use of intracameral alteplase (actilyse) (rtpa), multifactorial, high phosphate content ophthalmic viscoelastic devices, repeated exposure to intracameral air, raised intraocular pressure, excessive post-operative inflammation, complicated, traumatised eyes, as a result of direct contact between the iol surface and the exogenous gas or substance, a metabolic change in the anterior chamber due to the presence of exogenous gas/substance in the eye or an exacerbated inflammatory reaction after multiple surgical procedures, trauma or repeat surgery involved in re-bubbling potentially disrupting the blood aqueous barrier, increasing concentration of calcium ions. The explanted lens was retained and returned to rayner for evaluation. The lens underwent scanning electron microscopy (sem) and energy dispersive x-ray spectroscopy (edx). The sem analysis identified no evidence of calcification on the iol surface. Further testing was performed and the lens underwent alizarin red staining. Alizarin red staining confirms the presence of calcium rich nodules consistent with calcification within the iol material. The patient's medical history and post-operative procedures to treat their retinal detachment are likely contributory/causative factors to the onset of post-operative iol opacification in this case.